Event description:
Ventilator was not delivering breaths to the patient. Patient was manually ventilated. Vent graphic screen showed flat lined flow and flat lined pressure wave forms. There was no air coming from the vent after it was disconnected from the patient.